Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a colonoscopy procedure, the device exhibited an error e315 (error-scope error ) and became unusable. The device was replaced and the intended procedure was completed using a similar device. No patient harm or injury was reported due to the event. No user injury reported. There was no issue reported on other devices used with the subject device. Per the reporter, there was no need to report. Customer was provided with a loaner.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was not reproduced. The check items are as follows. ·image confirmation with the up / down and right / light angulation operation: no abnormality. ·image confirmation with twisting the universal cord and insertion section: no abnormality. ·image confirmation with alternating warm / cold water immersion: no abnormality. ·energization for a prolonged time: no abnormality. ·confirmation of water invasion inside the scope connector: evidence of water invasion existed. As a result of checking the subject device, no air leak on the scope connector existed, however, water invasion inside the scope connector was found. It was presumed that the scope connector short-circuited due to water invasion inside the internal circuit board of the scope connector. Concerning water invasion inside the scope connector, the scope connector venting connector has the in function to take air into the scope during the inspection of scope water leak, and the out function to exhaust air when the pressure inside the scope increases. In function: the closed route opens by connection with the detection connector, but the check valve does not open. Out function: the check valve opens by pressure inside the scope, however it returns by a spring when the pressure reaches a certain level. [Causes presumed for the in function]. ·checked water leak after attaching the detection connector with the venting connector adhered waterdrop. ·checked water leak while leaving waterdrop inside the detection connector and the tube. ·removed the detection connector underwater. ·the scope connector submerged in water with the eog cap attached. ·not closed due to the foreign material caught in the packing. [Causes presumed for the out function]. *especially, when the force like tilting the check valve was added, a gap between the check valve and the venting connector can occur. ·as the force like tilting the check valve was added with the venting connector adhered waterdrop and a gap occurred, the humidity invaded inside the scope. ·as the force like tilting the check valve was added underwater or under running water, and a gap occurred, the humidity invaded inside the scope. ·not closed due to the foreign material caught in the packing. [Others]. ·the load like unclenching the check valve of the water leak detection connector was added with such as a brush with the scope submerged underwater or under running water. Adhesion to the venting connector, and other foreign material temporarily entered between the check valve and the venting connector, and the scope submerged without completely closing. The following description are found with the instructions for use (IFU). As a result, we determined the suggested event can be reduced / prevented. The instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope¿ states the following: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.